Manufacturer narrative:
The customer reported that they're getting comm loss on all beds for the cns. Technical service (ts) tried to troubleshoot the reported issue, but everything seemed to be good with the cables indicating the problem was with the network port/switch. The customer will check the network closet and will call back. The customer called back and reported that the network switch was not getting power because the ups it was connected to was down. The network switch now has power and all the beds can be monitored on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shows communication loss for all beds.